Event description:
Customer reported ongoing intermittent occlusion alarms. The customer's blood glucose level was 532 mg/dl on (B)(6) 2025. The customer addressed the high blood glucose level by administering a correction injection. Occlusions were resolved with a supply change, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue.